Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03375 & 0002648920-2017-00309.

Event description:
It was reported tha the patient was revised approximately four years post-implantation due to adverse local tissue reaction secondary to corrosion on the metal on metal junction.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.